Manufacturer narrative:
This report is related to the following linked patient identifiers:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown diagnostic procedure, the rubber seal ring inside the device fell off into the patient's body through the endoscope's forceps channel. The procedure was completed using a back-up device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide, correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: b5 and h6. Corrected fields: d4 lot #. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the device did not fall into the patient's body. There were no reports of patient harm.